Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2016; 310c25, tissue valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four days post mitral valve repair, the right atrial (ra) lead exhibited high threshold. The ra lead remains in use. No patient complications have been reported as a result of this event.